Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer emailed back on 02/16/2017 and stated that she was now being treated for mastitis with an antibiotic. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on 01/20/2017 that she had low suction with her pump in style breastpump. The customer called back on 2/13/2017 and stated that the new parts did not work and she developed mastitis and clogged ducts.